Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Fse was dispatched and replaced the stator face and rotor seal for the injection valve assy for sampling problem. Replaced the pump assy for the intermittent low pressure problem. Used parts from pm kit to replace needed items. Ran precision, recalibrated, and ran controls. Results verified by customer. Fse was dispatched again on (B)(6) 2017 and (B)(6) 2017 he replaced the injection valve assembly for the intermittent problem of all zeros on results printouts. The most probable cause of the reported event was a failure of the injection valve assembly.

Event description:
On (B)(6) 2017, the customer reported low pressure & high pressure/no peaks and area low with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. On (B)(6) 2017 the customer called back and reported getting low total areas on capped whole bloods, analyzer stopped running at 3 am. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.